Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they ¿didn¿t know if it¿s working,¿ and they further clarified that by this they meant that they were not feeling stimulation and reported that they were not getting a 50% reduction in symptoms. The patient stated that they had a return of symptoms. It was noted they denied any recent trauma/falls and they were walked through checking their therapy status on the call. The patient was not able to feel their ins when palpating their skin to confirm if the communicator was in the correct location but they stated that they had the communicator placed on their left side, on what the patient could feel was a scar which they thought was the implant site. The patient was getting ¿device not responding¿ on the call, despite having the communicator placed on the scar. The patient noted they were in the same room as the television (tv) on the call but otherwise they were not near any significant electro-magnetic interference. The patient continued to get ¿device not responding¿ on the call, despite repositioning the communicator. The patient had been sitting when they were trying to connect and they stood up on the call but they were still getting ¿device not responding.¿ it was noted that the patient did not have anyone with them on the call to assist and they were unable to connect with their ins to check their therapy status on the call. The patient was redirected to their health care professional (hcp) to check the ins and discuss their therapy. It was noted that the patient may be calling back with someone to assist them in trying to communicate with the ins. The patient mentioned that they had an hcp appointment on thursday, ((B)(6) 2021). No further complications were reported at this time.